Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from a manufacturer representative (rep) that about 6 years ago prior to going to a pacemaker implant case, their trainer provided the anecdote of a previous interference event where there was too much interference between the dbs and pacemaker. Additional information regarding the case, including customer involved and when the event occurred was unavailable as the rep was not present or involved in the event, and their trainer is no longer with the company.